Event description:
The customer reported that during a prostate procedure the "coloring on the fiber was flaking off" and the fiber tip broke off inside the prostate at 14,229 joules. It was reported that fiber tip retrieval was attempted and was not possible. The procedure was continued with another fiber, which was also reported (reference MFR report number 2937094-2012-00622); the case was completed with a turp. The suspect device was used beyond the labeled expiration date the manufacturer has been informed that the patients current state of health "good".